Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for this event could not conclusively be determined through this evaluation. The controller event log file contained events from (B)(6) 2023. A driveline power fault alarm, associated with the power b line faults (pwr_b_broken), was active throughout the entirety of the file. Despite the observed alarms, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: review of the submitted log files revealed persistent dclink_I faults associated with locked lvad monitor current values at 440 ma. Based on previous complaint history, this finding appeared to be indicative of an issue with the internal current monitor circuit board on the pump; however, a specific root cause for this current monitoring issue could not be conclusively determined. This finding did not affect pump function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient started having power faults. The event log captured constant driveline power faults throughout the log.